Event description:
Case description: investigation result: name: novofine plus 4mm (32g): batch number: unknown. No investigation was possible because neither sample nor batch number was available. Name: ozempic, batch number: jp51145. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. A visual examination of the returned product was performed. The device has been separated in order to investigate the internal parts; nothing abnormal was observed. A batch record review on delivery issues was found to be normal. Since last submission following information was updated. - investigation result updated - narrative was updated accordingly. Final manufacturer's comment: 07-may-2021: the suspected device (novofine plus 4mm (32g)) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine plus 4mm (32g). With the available limited information, wrong injection technique could have contributed to reported event of injection site leakage. H3 continued: evaluation summary: name: novofine plus 4mm (32g): batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Poor injection technique [wrong technique in product usage process]. Novofine 4mm needles are long enough [needle issue]. Issue with self administering pen where the drug just ran down onto his skin [injection site extravasation]. Case description: study ID: (B)(6) patient support. Study description: trial title: provision of a nurse-led patient support programme to support patients on the self-administration of ozempic. Patient's height: 165 cm. Patient's weight: (B)(6) kg. Patient's bmi: 35.62901740. This serious solicited report from ireland was reported by a pharmacist as "poor injection technique (wrong injection technique)" with an unspecified onset date, "novofine 4mm needles are long enough (needle issue)" on (B)(6) 2021, "issue with self administering pen where the drug just ran down onto his skin(injection site leaking)" beginning on (B)(6) 2021 and concerned a (B)(6) years old male patient who was treated with novofine plus 4mm (32g) (needle) from unknown start date for "type 2 diabetes mellitus", ozempic (semaglutide) solution for injection, 1.34 mg/ml (dose, frequency & route used: 0.25 mg, qw and 0.25 mg, qw subcutaneous) from unknown start date and ongoing for "type 2 diabetes mellitus". Current condition: type 2 diabetes mellitus, rheumatoid arthritis in his fingers, high cholesterol, asthma, crohn's disease. Concomitant medications included - aspirin [acetylsalicylic acid] (aspirin [acetylsalicylic acid]) , rheumatoid arthritis medication, cholesterol tablet. Patient having issues with self-administration, he reported on 27-jan-2021 that drug just ran out of pen onto skin when injecting himself. Patient not receiving dose of medication of as a result of poor injection technique. Patient was still on 0.5mg of medication and had not progressed to 1mg weekly. He was doing well, and no issues were reported. The patient had an issue self-administering pen where the drug just ran down onto his skin reported on 27-jan-2021 but happened 3-6 months ago. The patient was injecting into his skin. The patient felt might be doing something wrong but thinks he was doing what the nurse showed him to do. The patient has no control over his fingers because of arthritis and thought he was missing doses or getting partial doses. Patient has said to pharmacist that he was not sure if the novofine 4mm needles are long enough because after injections he saw ozempic running down his skin. The patient said that it did not happen when using the 0.25 mg dose but has been happening when using the 0.5 mg. Not specific to a pack as he has been on 0.5 mg for a number of months. The pharmacist thought it may be related to the patient's technique but is not sure. Pharmacist does not have batch details because when she suggested to the patient it might be a product complaint the patient said it was not related to a particular pack and he thought it was because his needles aren't long enough. As per what the patient had described ozempic came from the needle but cannot be certain. Batch numbers: novofine plus 4mm (32g): unknown, ozempic: jp51145, jp51145; action taken to ozempic was reported as no change. Action taken to novofine plus 4mm (32g) was not reported. The outcome for the event "poor injection technique(wrong injection technique)" was not reported. The outcome for the event "novofine 4mm needles are long enough(needle issue)" was not reported. On (B)(6) 2021 the outcome for the event "issue with self administering pen where the drug just ran down onto his skin(injection site leaking)" was recovered. Reporter's causality (novofine plus 4mm (32g)) - poor injection technique(wrong injection technique): unknown. Novofine 4mm needles are long enough(needle issue): unknown. Issue with self administering pen where the drug just ran down onto his skin(injection site leaking): unknown. Company's causality (novofine plus 4mm (32g)) - poor injection technique(wrong injection technique): possible. Novofine 4mm needles are long enough(needle issue): possible. Issue with self administering pen where the drug just ran down onto his skin(injection site leaking): possible. Reporter's causality (ozempic) - poor injection technique(wrong injection technique): possible. Novofine 4mm needles are long enough(needle issue): probable. Issue with self administering pen where the drug just ran down onto his skin(injection site leaking): probable. Company's causality (ozempic) - poor injection technique(wrong injection technique): possible. Novofine 4mm needles are long enough(needle issue): possible. Issue with self administering pen where the drug just ran down onto his skin(injection site leaking): possible. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: preliminary manufacturer's comment: 17-mar-2021: the suspected needles has not been returned to novo nordisk for investigation. No conclusion is reached. With the available limited information, wrong injection technique could have contributed to reported event of injection site leakage.